Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and selection of d8 which was inadvertently left off the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use: "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii colonovideoscope was clogged up with seeds from the previous procedure. In order for the customer to remove the debris, the scope required several flushing's. The customer's reprocessing technician stated that manual brushing was unable to be completed due to something was stuck in the scope. The blockage portion on the scope was reported as being where the scope plugs into the image processor. There were no reports of patient harm associated with this event.